Event description:
An optometrist reported patients with corneal ulcers "potentially related" to the use of product. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).